Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. No tests/laboratory data was available. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2016. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that prior to a therapeutic procedure the wire was prepared per IFU but was not recognized by the system. No error message was displayed. The physician tried to disconnect and reconnect the wire from the pim without success. They closed the procedure without using another wire. There was no patient injury or adverse events as the wire was not introduced into the patient's body. Visual and microscopic inspection and functional testing were performed on the returned device. It was observed that the proximal end of the wire, including the locking core and a portion of the proximal conductive band, had broken off and were missing. Only 5mm of proximal conductive band remained on the wire. There were bends throughout the conductive bands as well as a kink and some separation at the middle spacer to distal conductive band joint. There was also a kink at the proximal hypotube joint . An electrical resistance test was performed. The test discovered open connections between all three conductive bands. No signal test could be performed since the locking core was missing and the wire could not be properly connected to the wire connector. During functional testing, the reported failure was unable to be duplicated. The proximal conductive band was broken and there kinks and bends throughout the conductive bands. As the reported failure occurred prior to use and the user made no note of damage upon connecting the device, it is likely that this excessive damage occurred sometime after the procedure and before the device was received for investigation. It is also worth noting the open connections in the electrical circuit of the device. It is likely that this electrical failure was caused by the damage at the proximal end of the wire. Unfortunately, we were unable to conclusively determine how the reported failure occurred as a result of the observed damage. The instructions for use (IFU) warn to never advance, torque or retract a pressure guide wire which meets significant resistance. The IFU also cautions the pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported in an abundance of caution as there is a potential for harm if the separation were to recur.